Manufacturer narrative:
A device history review was conducted. The report indicates that (B)(4) manufactured the retaining sleeve for matrix, p/n 03.632.036, lot # 6778549, per po # 1315840, dated (B)(6) 2011, for (B)(6) parts. The supplier's certificate of compliance for lot number 6778549, indicates the parts were manufactured to p/n 03.632.036, revision "j", which is from the synthes tabulated product drawing number 03.632.001. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision "p". There were no mrr's, ncr's, or complaint related issues with this complaint. (B)(6) parts were released to the warehouse on (B)(6) 2012. The lot was manufactured to the synthes tabulated drawing number 03.632.001, revision "j" (released on (B)(6) 2011) which includes part number 03.632.036. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. A possible cause for the damage of the tip of the retaining sleeve can be application of high lateral forces on the instrument during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the threads on the tip of the sleeve were found broken off. It was reported the surgeon is an experienced matrix user there was no patient harm reported. No additional information about the event is available at this time. Device will be returned for investigation. This is report number 1 of 1 for (B)(4).